Event description:
It was reported that the customer received a battery out limit alarm and now the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 184mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow on the insulin pump was button did not respond due to corroded keypad trace. Battery out limit alarm was not verified due to unresponsive button. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.